Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test. The cause of the pulse test failure is the delivery of a mono-phasic pulse at a value of 113.1 j, rather than a bi-phasic pulse of 150 j. The cause of the mono-phasic pulse is defective mosfet drivers components u15, u16, u17, and u18 on the defibrillator board. The root cause of the defective components was unable to be positively determined. No adverse event resulted from the defective components.